Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door indicator was malfunctioning, as even when the gantry was fully closed on the system, the door indicator did not indicate that it is closed.  It was noted that the issue was discovered outside of a case and no patient was present.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b i71000166, serial/lot #: unknown, product ID: bi71000166, serial/lot #: unknown, device evaluated by MFR: a manufacturer representative went to the site to test the equipment. It was reported that the lower door switch actuator, which was not pressing the switch all the way, was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.